Manufacturer narrative:
A ge service rep performed an on site investigation. The motion error was repaired by reseating connectors from the motron circuit board to the motor. The leg extension was disassembled and adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a motion error and the leg extension was difficult to remove. No reports of pt or staff injury.